Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of wound dehiscence is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain in breast, recognizes the pain, the pain goes into armpit, has nerve pains in arms and legs".

Event description:
Patient reported pain in right side breast, in armpit, and stated "you can feel the lumps and edges". Physician reported implantation was complicated by subsequent bleeding and wound healing problems, a further operation to close wound/scar was required because "it did not want to heal". The device has been explanted. Additionally, patient also reported "they have very little energy and sometimes feels like they will fall over, dizzy, and nerve pains in arms and legs" and that they were diagnosed with "breast implant illness. These events are deemed not device related.